Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect removal. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(6).

Manufacturer narrative:
(B)(4). Review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the left common femoral artery after an iliac stenting procedure. Reportedly, the physician performed a nick and spread prior to introducing the device into the groin. The starclose se was introduced in the arteriotomy, the locator wings deployed, and during the thumb advancement step resistance was felt. The physician enlarged the nick and spread to facilitate sheath splitting; however, the thumb advancement could not be completed. The physician removed the device from the patient's anatomy, without using the safety release button, and applied manual compression to achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.